Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report do discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint for this product family was conducted. Based on this report, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle extension difficulty can occur if needle is attempted with the catheter in a coiled or curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that extending the needle while the catheter is coiled may result in damage to the performance characteristics of the device. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: this type of occurrence of needle extension difficulties was brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb). The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, and because the report was unable to be verified, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician selected a cook endoscopy acuject variable injection needle. The device was advanced through the endoscope and into position. The needle would not exit the distal end of the outer catheter. The needle was removed from the endoscope and another needle was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.